Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated right ventricular (rv) lead revision procedure, an increase in left ventricular (lv) threshold was observed after the rv lead was explanted. The lv lead was explanted and replaced and the patient was in stable condition.